Manufacturer narrative:
One patient electronic unit was returned for analysis. The reported event was confirmed through log files, however, product testing was unable to reproduce the issue. The device history record was reviewed; there were no non-conformances or rework associated with the reported serial number. Based on the information provided, root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.